Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer stated that he was sick the previous day. The paramedics were called to treat the low blood glucose of 7 mg/dl. The paramedics transported customer to hospital. Customer was treated with IV dextros. Nothing further reported.